Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that last night they tried to charge the patient's implant with controller at 90% and implant at 60%. The implant incremented to 70% but 30 mins later, when they were charging the pt's implant, controller showed a message: unable to continue, call medtronic. Agent clarified the message, but caller was unable to confirm the complete message. Agent had caller remove and reinsert the battery pack. Agent had the caller clean the pins on the recharger cord and blow air in the controller port, no visible damage on the recharger. Caller was unable to attempt charging the implant (ins) as pt was not available during the call. Agent advised to caller take a picture of the error message on the controller and to call back if issue persists. Caller mentioned pt had spinal surgery a week ago.